Event description:
It was reported during use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive quantity and poor barrier separation of sample. The following information was provided by the initial reporter: the customer stated "the device takes a long time to collect serum." The device seems to be defective with no clot activator.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but three (3) photos were provided by the customer for investigation. One (1) of the three (3) photographs showed three (3) clotted tubes and the other two (2) photographs showed unused tubes with the additive visible on the tube walls. The 200 retained tubes from this lot number were visually inspected and no tubes with no additive were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive quantity and poor barrier separation of sample. Additional information: the bd vacutainer® cat (clot activator tube) plus blood collection tubes also had clotting/micro clots/fibrin clots and hemolysis (e.g.blood sample)." The following information was provided by the initial reporter: the customer stated "the device takes a long time to collect serum." The device seems to be defective with no clot activator.

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported during use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive quantity and poor barrier separation of sample. Additional information: the bd vacutainer® cat (clot activator tube) plus blood collection tubes also had clotting/micro clots/fibrin clots and hemolysis (e.g.blood sample)." The following information was provided by the initial reporter: the customer stated "the device takes a long time to collect serum." The device seems to be defective with no clot activator. F.6. From 1535 - to 1535, 1096 h.2. If follow-up, what type: additional information h.6. FDA device problem code(s): from 1535 - to 1535, 1096.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® cat (clot activator tube) plus blood collection tubes had insufficient additive quantity and poor barrier separation of sample. The following information was provided by the initial reporter: the customer stated "the device takes a long time to collect serum." The device seems to be defective with no clot activator.